Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been (B)(4) other complaint reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facilities representative (purchasing) reported a scratched intraocular lens (iol). Additional information has been requested.